Manufacturer narrative:
Qn#(B)(4). Evaluation: no product has been returned for evaluation. Based on the picture returned with the complaint report, the proximal end of the sheath body appears separated from the sheath hub. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of sheath separation is confirmed based on the pictures returned with the complaint report. The root cause of the separation is process related. Nc40005899 was previously initiated to investigate the issue. CAPA (B)(4) has also been initiated to investigate the issue. The lot number associated with this complaint was a part of a field corrective action enacted on february 9, 2016. The event took place before the recall date.

Event description:
It was reported that while the intra-aortic balloon (iab) was going to be utilized by the technician it was found that the part came in broken while still in the package and was not able to be used for the procedure. Another iab was used for this patient without complications. There was no reported patient death, injury or complications. The patient outcome is successful.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the intra-aortic balloon (iab) was going to be utilized by the technician it was found that the part came in broken while still in the package and was not able to be used for the procedure. Another iab was used for this patient without complications. There was no reported patient death, injury or complications. The patient outcome is successful.